Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, white particles on the surface of the shell, opening, delamination. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify crease smooth opening on posterior side and opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed a fold flaw opening. A striated edge opening on radius side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. Device has been explanted.